Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-sep-2018 with the following findings: during investigation, the battery compartment was found to be cracked. There was moisture inside the battery compartment. There was moisture found inside the battery compartment and a leak test failed due to a battery compartment leak.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.